Event description:
The reporter stated that rptr did two sets (am & pm) of back to back blood glucose tests, each set within 5 minutes, using separate fingersticks. Rptr's results were 31 and 101mg/dl, and 65 and 181mg/dl. Rptr did not have any symptoms. A control solution test was within range. Rptr had never cleaned meter. Reporter stated that rptr checked the confirmation dot for enough blood when testing. No harm was alleged.